Event description:
It was reported by the sales rep that during a roux-en-y procedure, the device jammed and got stuck on the tissue. The surgeon used on device to staple and cut both sides of the bowel to remove the second device. The surgeon stated not enough additional bowel was removed to cause any adverse pt consequences.